Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to placing the drainage tube, it was found there was leakage with the product. The product was replaced and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the leakage was found when going to implant the catheter into the lumbar spine. It was stated the ¿lumbar end¿ leaked. The cause of the leakage was not clear.

Manufacturer narrative:
Only the drainage bag was returned. The drainage bag was patent and met requirements for the leakage test. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The inlet tubing connector was found to be loose. It is unknown how or when this damage occurred. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.